Event description:
When the device was used during a gastric bypass procedure, the staples malformed and fell off the tissue resulting in an incomplete staple line. The case was completed without pt consequence.